Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had 5 where the balloon deflated. Patient in not a lms patient. It is unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient had 5 where the balloon deflated. Patient in not a lms patient. It is unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information provided.